Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "a revision surgery had to be performed using synthes. The patient had to have another surgery. The plate failed according to surgeon and a locking screw pulled through the pangea distal humerus plate. A synthes plate was used for the revision".

Manufacturer narrative:
Correction - please refer to h6 device code. The reported event could be confirmed during the investigation. The identification of the returned screw could be confirmed based on the catalog number and lot number marked. The threads at the head of the locking screw have heavily worn out and flattened. The damage observed is a result of post-operative friction between the screw and the plate, confirming the reported screw migration. The returned locking screws and plate were tested. The screws did pass through the two locking holes in question, confirming the reported event. It must be noted that no issue was observed when other plate holes were tested. Due to the damage observed, no accurate dimensional inspection of the screw head was possible. However, the observations from the functional inspection give strong evidence that the screw head dimensions are within specification. It should be noted that more detailed information about the event, as well as x-ray images, would have been necessary to conduct a complete investigation. During manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. The exact root cause of the incident could not be determined. During the device inspection, it was not possible to confirm any user-related error, such as over drilling, over-torque, or screw angulation outside the minus 15 to 15 range, that could explain the incident. However, such factors also cannot be ruled out. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "a revision surgery had to be performed using synthes. The patient had to have another surgery. The plate failed according to surgeon and a locking screw pulled through the pangea distal humerus plate. A synthes plate was used for the revision".